Event description:
A nurse was starting an IV in a pt in the day operation center. When the needle entered the vessel, there was no "flash" (flush of blood into the needle). Nurse pulled the needle back approximately one millimeter to try to advance only the catheter. There was still no flash. Attempted to put the catheter back together, but was not successful, and pulled out the needle. At that time it was discovered that the needle had penetrated the sheathing. The nurse said that this was the second incident of this occurring in one week, and that they have not experienced this problem since then. There was no pt sequela, but the concern raised was the possibility of a piece of the plastic sheath shearing off and being retained in the pt.